Event description:
Post surgery, the patient was found to have a small 'burn' on their lower back area.

Manufacturer narrative:
Hospital was visited the next day, and product removed for investigation in 2007. It was found that the mattress had been misused, the product had continually been folded when instructed not to do so which had caused damage to the internal power rail. This damage caused a rail to break, which produced a hot spot which in turn caused a burn to the patient. This product was manufactured prior to the current system (pre january 2006) which now has the modification and extra safety alarm feature which shuts the system down should misuse occur. As a result of this incident all product out in the field were upgraded over a two year period free of charge to ensure that this did not happen again. Further action by inditherm - inditherm upgraded the systems to the current design free of charge to prevent this form happening again. Action by mhra and wythenshawe hospital - the mhra accepted that the incident was caused by misuse by the customer, had action taken to prevent recurrence and closed the file off as a result and after all product had been upgraded. Wythenshawe hospital accepted that the incident occurred due to misuse by staff in theatres and took no further action.